Event description:
It was reported that the device doors were hanging off broken. This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information: imdrf annex b, c, g codes and manufacturer narrative. Investigation summary: the report that the device doors were hanging off broken was not confirmed during the investigation. The issue could not be further investigated or tested, as no device was returned for investigation. A photo of a broken pump module door was provided to bd. The attached photo shows a broken top left corner from the inner door of the pump module door assembly. A review of the suspect event and error logs could not be performed as no device was returned and no logs were provided to bd for investigation. Testing could not be performed as no device was returned for investigation. The bd alaris system with guardrails suite mx v12.3.2 user manual states within warnings and cautions: if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before use. Do not use a device that appears to be damaged. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported device doors hanging off broken was not determined since no devices or logs were returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device doors were hanging off broken. This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.